Manufacturer narrative:
(B)(4). Pump passed displacement test. Pump received with detached end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that bottom of the pump was falling off. Customer¿s blood glucose was 16 mmol/l. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.